Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver ((B)(4) lot number 5191143), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing could not be peformed due a hardware error icon being displayed on the receiver screen. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).